Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) with what seems like complete battery depletion. No tones had been emitted from the device. At a previous follow up 4 months ago, the crt-d was operating normally. No adverse patient effects were reported. Data was sent to boston scientific technical services (ts) for further evaluation. Initial analysis determined that eol was reached due to a charge time over 45 seconds. Further data review was conducted by a boston scientific engineer and revealed that the device shocked into a shorted lead. The shorted lead condition caused damage to the internal circuitry of the device, preventing high voltage capacitor charges. The inability to charge caused the battery status to revert to eol. Once eol was reached, the fault was no longer shown. Information was reported from the field that the shorted lead condition occurred four days before the previous right ventricular (rv) lead was replaced back in (B)(6) due to clavicular crush damage. After the revision, lead impedance measurements were obtained and found to be within range; however, high voltage testing was not performed. Questions about why impedance testing during the revision was normal and did not indicate that the device had been damaged were presented to boston scientific technical services (ts). A ts consultant discussed how the device performs shock lead impedances and that in order to test the capacitors and device integrity, high voltage testing should be considered. The ts consultant discussed that the device should be replaced and returned for complete laboratory analysis.

Event description:
--

Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies on the device case. Review of the memory revealed the device recorded a shorted lead fault on (B)(4) 2011, which was acknowledged when this device was interrogated. On the same day, the device also recorded two shock impedance measurements below 20 ohms. This is consistent with the field reports that the right ventricular (rv) lead had been explanted due to clavicular/first rib crush damage. Further review of the memory verified that the device recorded a fault on (B)(4) 2011 when the charge time exceeded 45 seconds during an automatic capacitor reformation. As a result, the device declared eol. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. In addition, memory analysis determined that this device has been programmed to emit tones when eri and eol was reached. A magnet was applied to the crt-d during analysis resulting in audible tones to be emitted. Laboratory analysis concluded the device reached eol due to external shorting from the lead to the device, which caused damage to the internal fuse. The open/damaged fuse prevented the high voltage capacitors from charging within the expected time limit, causing the device to declare eol. Analysis was unable to confirm the allegation that the device did not emit tones when eol was declared. Testing determined that the device was capable of emitting tones and it was programmed to emit tones when eol was reached.

Manufacturer narrative:
The device was successfully replaced and will be returned for immediate laboratory analysis. No additional information is available. Once the device is returned and analyzed, this report will be updated.